Event description:
The reporter stated that the device was used during a distal tibial closing wedge osteotomy procedure in a pt who (B) (6) had a malalignment. The surgeon had difficulty drilling through the far bone cortex. The pt had hard bone. The drills smoked several times. It is considered that it is possible that the bone received excessive heat.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.